Event description:
It was reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading ranged between 400 and 600+ mg/dl. Customer stated that the infusion set kinked in a row. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).